Event description:
It was reported via repair work order that the zoom drive was stopping intermittently due to the zoom cam position cable being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.